Event description:
It was reported that the patient presented with chest pain and perforation of the right ventricle from a pacing lead, a few days after an implant. It was further reported that during the lead revision, it took up to 40 turns to "extend-retract" the helix. The lead was removed and replaced. No further patient complications were reported due to this event. Note: device model 5086 is under an investigational device exemption (ide) and the event will be reported under ide as appropriate. Additionally, as this device is approved distribution outside of the united states, it should be noted it is not similar to one approved in the us. This event was reported in error and therefore initial report submitted on (B)(6) 2010 should be disregarded.

Manufacturer narrative:
Device model 5086 is under an investigational device exemption (ide) and the event will be reported under ide as appropriate. Additionally, as this device is approved distribution outside of the united states, it should be noted it is not similar to one approved in the us. Reported events involving model 5086 were revisited and events determined reportable under the medical device reporting regulations require correction. MDR reportability assessment was revisited and corrected from serious injury to not reportable. Note: this event reported under medical device reporting regulations was submitted in error on (B)(6) 2010 and should be disregarded. As a result, no further supplemental reports will be submitted.

Event description:
It was reported that the patient presented with chest pain and perforation of the right ventricle from a pacing lead, a few days after an implant. It was further reported that during the lead revision, it took up to 40 turns to "extend-retract" the helix. The lead was removed and replaced. No further patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Device model 5086 is under an investigational device exemption (ide) and the event will be reported under ide as appropriate. Additionally, as this device is approved distribution outside of the united states, it should be noted it is not similar to one approved in the us. Reported events involving model 5086 were revisited and events determined reportable under the medical device reporting regulations require correction. MDR reportability assessment was revisited and corrected from serious injury to not reportable. Note: this event reported under medical device reporting regulations was submitted in error on (B)(6) 2010 and should be disregarded. As a result, no further supplemental reports will be submitted.